Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, windows update caused a delay in starting the surgical list. Although a power outage was initially suspected, the customer requested confirmation that the group policy settings for windows updates are configured to apply updates only on user initiated restarts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the operating system updates caused delay in starting surgical list. A technical support specialist confirmed that the systems were configured to use auto download and notify for install, meaning updates downloaded automatically, but installation and restart remained manual and were never performed automatically. Tss asked customer for further assistance and had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, windows update caused a delay in starting the surgical list. Although a power outage was initially suspected, the customer requested confirmation that the group policy settings for windows updates are configured to apply updates only on user initiated restarts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.